Event description:
Customer reported the alarm will not sound when used with the string clip magnet. Batteries have been replaced with a new supply. Customer also reported there is no physical damage to the outside of the alarm. The date when the issue was discovered is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is submitted based on the customers reported issue statement. Manufacturer references file # (B)(4).